Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 170 mg/dl. The customer was asked if she recalls any significant event leading to the alarm and she said no significant event. The troubleshooting was peroformed. The customer was advised to discontinue the use of the insulin pump and revert to back up per health care provider instruction. The patient was advised that the insulin need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.